Manufacturer narrative:
Manufacturer's analysis found the returned cable to have compromised insulation; the cable was damaged with a hole by the heart lead connector.

Event description:
It was reported that the patient cable originally returned due to an associate device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.